Manufacturer narrative:
The insulin pump passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was received with high idle current due to faulty lcd driver. No failed battery test, low battery or battery out limits alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test and battery out limit alarm. The customer's blood glucose level at the time of incident was 207mg/dl. Troubleshoot was conducted and the device alarmed. The customer was advised the pump would be replaced and retuned for analysis.